Event description:
We received notice of a patient complaint regarding an orthogeriatrics locking cannulated blate plate (cat. 00-1200-703; lot 271046-c) that was implanted in 21-year-old patient (initials (B)(6)) on (B)(6) 2024 by dr. (B)(6) ((B)(6)) as part of a left femoral derotation osteotomy revision surgery and that required additional revision on (B)(6) 2024 (2 months 15 days in vivo) by dr. (B)(6) (B)(6)) due to "left subtrochanteric femur nonunion with failure of previously placed hardware." The patient's medical history includes bilateral femoral derotation osteotomies performed as a child. She reported feeling persistent pain since ambulating six weeks after implant and a "pop" while getting off the couch with immediate pain and inability to ambulate. Elsewhere it is reported "patient had been non-weightbearing until today. She took a bad step stepping hard on her left foot." Her physicians suspected "delayed union versus nonunion of her left femur osteotomy site," and dr. (B)(6) confirmed "nonunion with failure of her previously placed blade plate at the nonunion site". He recommended intramedullary nail fixation of her nonunion, using depuy.